Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2015; product type: lead. Product ID: 977a260; serial#: (b)(4; implanted: (B)(6) 2015; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that the patient hasn't used ins in 2 years, they've lost their programmer and recharger and caller was unable to connect to ins with tablet. Caller stated new hcp (dr. (B)(6)) would like to perform lead revision to resume patient's therapy and replace ins. Caller stated physician needs documentation that speaks to overdischarge/lack of telemetry in order to move forward with ins replacement. Caller stated that the reason the patient stopped using the ins was because they weren't getting the same relief that they remembered with the trial or initially with permanent implant. Dr. Van noord obtained imaging and the leads were slightly higher than they would have placed them given the patient's area of pain which is why they would like to perform the lead revision. The caller was not with the patient.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2015, product type lead product ID 977a260 ,lot#/serial# (B)(6) implanted: (B)(6) 2015, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the leads were placed by a physician in another state so they cannot say why they were placed in that area. No further actions have been taken as of now. The issue was not resolved. The patient does not have a charger or controller to recharge and requested a replacement ins during lead revision.